Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Review of radiographic imaging studies found as follows: l4/5 pedicle screws in place. No interbody device noted. Posterolateral fusion developing. Myelogram shows no central stenosis. No bone noted in canal. No compressive reason for complaints of leg numbness and weakness. Some narrowing distal to the l5 disc.

Event description:
Surgery date: (B)(6) 2010. Patient initials: (B)(6). Gender: male, caucasian, dob (B)(6) 1975. Type of surgery: posterior lumbar. It was re ported that sometime postop following use of rhbmp-2/acs. On (B)(6) 2010, the patient allegedly sustained loss of feelings in both legs, burning sensation in lower body, muscle spasms, and severe lower back pain. On (B)(6) 2010 - pt. Underwent surgery to treat lumbar spinal and foraminal stenosis at l4-s and ls-s1 levels bilaterally. Procedure was for lumbar laminectomy, foraminotomy, facetectomy at l4-5 and l5-s1 bilaterally, posterior spinal fusion l4-5 with local bone, mastergraft and infuse, segmental instrumentation l4-5 with legacy system, local bone graft. A combination of bone graft, infuse, and mastergraft was placed in the posterolateral gutter on the left. On the right, local bone was placed. On (B)(6) 2010 - MRI shows 'acute, subacute posterior epidural hematoma extending from l 1 through s2 with severe stenosis at l3, l4 and l5. Posterior midline fluid collection, l4-l5. Distended urinary bladder.' On (B)(6) 2010 - pt. Presented for surgery with postoperative epidural hematoma at l4-5. 'A considerable amount of blood emanated from the layer beneath the muscle and fascia. This greatly decompressed the dural tube at the l4-5 interspace.' 'Small laminotomy was performed at the l3-4 interspace on the left side and the ligamentum flavum was also removed at that site. There was no evidence of epidural clot as seen in that area and so further dissection was not carried out. It appeared that the entire clot was at the l4-5 interspace.' On (B)(6) 2010 - MRI shows 'contrast-enhanced MRI of the lumbar spine is unchanged from (B)(6) 2010. Mass-effect related to epidural hematoma appears stable. Degenerative and postoperative changes l4-l5 appear stable. There is no evidence of discitis or osteomyelitis.' On (B)(6) 2010 - pt. Presented for a procedure with epidural fluid collection, cauda equina syndrome, lumbar stenosis, intractable leg pa in, saddle anesthesia, and back pain. 'Once we reached below the fascia, there was a rush of bloody fluid that came out of the open lumbar laminectomy defect. It definitely appeared that the l4-5 region was very clear. There was no obvious old hematoma and no apparent mass effect at the exposed levels already.' 'There appeared to be a fair amount of granulation tissue overlaying the thecal sac in the epidural space. There appeared to be a combination of granulation tissue, fat and sub acute blood and along it although there was no frank hematoma.' 'When we turned our attention superiorly to the l3 area, there appeared to be some epidural fat, grumous and granulation which did compress the thecal sac somewhat.' On (B)(6) 2010 - MRI post-surgery shows 'placement of an epidural catheter posteriorly at l4-5 and extending superiorly. Epidural hematoma has markedly diminished since the previous study with no new or enlarging fluid collections identified. Degenerative and postoperative changes of the lumbar spine appear stable.' On (B)(6) 2010 - MRI shows 'posterior epidural hematoma has increased in thickness and extent since yesterday, particularly above the level of the drain.' On 1(B)(6) 2010 - pt. Presented for a procedure with epidural fluid collection, cauda equina syndrome, lumbarstenosis with hypertrophied l igamentum flavum, intractable leg pain, saddle anesthesia, and back pain. Procedure performed was lumbar laminectomy, foraminotomy, and medial facetectomy: lumbar laminectomy of l2 and l5. Bilateral foraminotomies of l 1-2, l2-3, l3-4, l4-5, l5-s1, evacuation of epidural fat and epidural fluid, and grumous and granulation tissue, and jp drain placement x 2. 'There was essentially just granulation tissue and some fluid. There was not the same rush of fluid there was the previous day.' Lamina of l2 and l5 was removed. 'There was no obvious old hematoma, and no apparent real mass effect when we were there. The hardware appeared to be in place and inspected with no manipulation of it. Once again there was a fair amount of granulation tissue overlying the thecal sac and epidural space, and epidural fat. At that point we then proceeded to perform bilateral foraminotomies of l 1-2, l2-3, l3-4, l4-5 and l5-s1. Now he had a complete laminectomy of l2 through l5, including those levels stated. We did note that there was a large amount of ligamentous hypertrophy, which may be contributing to lumbar stenosis and whatever epidural process was going on. Once again when we were finished, we saw that all of the thecal sac was very nicely decompressed.' On (B)(6) 2010 - MRI shows 'there has been interval increase in size of the right-sided epidural hematoma at l2-l3. This is having significant mass-effect on the right-sided cauda equina. Again demonstrated extensive postsurgical changes extending from l2 through l5.' On (B)(6) 2010 - MRI shows 'there is insignificant decrease in size of the epidural hematoma especially at the l2-l3 level.' On (B)(6) 2010 - MRI shows 'there are posterior postoperative changes without evidence of abscess, discitis, or osteomyelitis.'